Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire separation occurred. The patient presented with critical limb ischemia (cti). The chronic totally occluded target lesion was located in the anterior tibial artery (ata). A 300cm v-14 controlwire was advanced to the target lesion. However, the distal part of the guide wire broke during retrieval into the support catheter. The device was completely retrieved as one part using an extraction device and the procedure was completed with another of the same device. No patient complications were reported and patient's condition was unchanged.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original pouch. The unit returned has distal end damage. The device has the distal tip detached and kinked. The outer diameter (od) measurement of the distal tip taken was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire separation occurred. The patient presented with critical limb ischemia (cti). The chronic totally occluded target lesion was located in the anterior tibial artery (ata). A 300cm v-14¿ controlwire® was advanced to the target lesion. However, the distal part of the guide wire broke during retrieval into the support catheter. The device was completely retrieved as one part using an extraction device and the procedure was completed with another of the same device. No patient complications were reported and patient's condition was unchanged.